Event description:
It was reported that a revision was performed due to dislocation/luxation.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, we are unable to confirm the complaint or determine a root cause with confidence. No further actions are being taken at this time.